Event description:
Boston scientific crm received information that the right ventricular (rv) lead was not successfully repositioned due to unacceptable r-wave measurements. Additionally, the rv dislodged after several repositioning attempts. As a result, the rv lead was explanted. A new rv lead was successfully implanted.